Event description:
It was reported that the patients lead eroded. No device malfunction was suspected.

Event description:
It was reported that the patients lead eroded. No device malfunction was suspected. Additional information was received that the lead migrated and was coming out of the back of the head. The patient underwent an explant procedure and the explanted device was kept by the facility.